Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. Results of investigation: the carefusion field service representative changed the gas delivered engine (gde) and upgraded the software. The vent passed all required testing. The defective component will be returned for further evaluation. (B)(4).

Event description:
The customer stated that the ventilator was alarming extended high peak pressure on start up. There was no patient involvement at the time of the reported incident.